Manufacturer narrative:
Updated.

Event description:
On (B)(6) 2011, a 21 mm trifecta valve was implanted in a female with a history of hypertension and hypercholesterinemia. Following surgery, the patient presented in (B)(6) 2017 with cardiac dysfunction, however no treatment was undertaken at that time. At the end of (B)(6) 2017, the patient presented with global cardiac decompensation and findings on echocardiogram confirmed significant stenosis (mean valve gradient 40mm hg), an ef 35% and a minor leak along the septum was noted. There was mr grade ii, left atrial dilatation and an elevated pulmonary pressure. On (B)(6) 2017, the patient was hospitalized and the patient underwent a valve-in-valve procedure on (B)(6) 2017 and a 26mm medtronic evolut corevalve was implanted within the trifecta. The patient was discharged on (B)(6) 2017 to palliative care at home due to the complexity of the medical condition as patient had intermittent bouts of atrial fibrillation and significant renal insufficiency. The patient course following the tavi involved the prescribing of cordarone for paroxysmal atrial fibrillation and implantation of a defibrillator on (B)(6) 2017. On (B)(6) 2017, the patient was diagnosed with cardiac decompensation and resolved on (B)(6) 2017. On (B)(6) 2017, the patient was re-hospitalized for the same event and again on (B)(6) 2017, (B)(6) 2018 and (B)(6) 2018. Every time the patient was discharged with noted cardiac function deterioration. The patient's last admission in the hospital dates (B)(6) 2018 - (B)(6) 2018 for an increased cardiac insufficiency and a worsened pleural effusion in spite of higher doses of lasix. The patient¿s ef extremely low at 10% and there was rv dysfunction. The patient had acute renal insufficiency, hepato-cellular insufficiency with a factor v leading to the discontinuation of eliquis. The control echocardiography had shown a dilated lv, with a global hypokinesia, ejection fraction estimated at 26% with a signal of low mitral-aortic flow rate, and increased filling pressures, large mitral leak grade ii+, paht at 42 mm, an inferior vena cava dilated and little mobile, absence of pleural effusion. For comfort care and necessary monitoring, at home hospitalization is planned. (Clinical study patient ID: (B)(6))

Manufacturer narrative:
An event of stenosis and leakage/regurgitation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 21 mm trifecta valve was implanted in a female with a history of hypertension and hypercholesterinemia. Following surgery, the patient presented in (B)(6) 2017 with cardiac dysfunction, however no treatment was undertaken at that time. At the end of (B)(6) 2017, the patient presented with global cardiac decompensation and findings on echocardiogram confirmed significant stenosis (mean valve gradient 40mm hg), an ef 35% and a minor leak along the septum was noted. There was mr grade ii, left atrial dilatation and an elevated pulmonary pressure. On (B)(6) 208 the patient was hospitalized and the patient underwent a valve-in-valve procedure on (B)(6) 2017 and a 26mm medtronic evolut corevalve was implanted. The patient was discharged on (B)(6) 2017 to palliative care at home due to the complexity of her medical condition as she had intermittent bouts of fibrillation and significant renal insufficiency. The patient was subsequently treated with cordarone for paroxysmal atrial fibrillation and implanted with a defibrillator on (B)(6) 2017. No additional information was provided after hospital discharge. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
Updates: event description and dates received by MFR.

Event description:
On (B)(6) 2011, a 21 mm trifecta valve was implanted in a female with a history of hypertension and hypercholesterinemia. Following surgery, the patient presented in (B)(6) 2017 with cardiac dysfunction, however no treatment was undertaken at that time. At the end of (B)(6) 2017, the patient presented with global cardiac decompensation and findings on echocardiogram confirmed significant stenosis (mean valve gradient 40mm hg), an ef 35% and a minor leak along the septum was noted. There was mr grade ii, left atrial dilatation and an elevated pulmonary pressure. On (B)(6) 2017, the patient was hospitalized and the patient underwent a valve-in-valve procedure on (B)(6) 2017 and a 26mm medtronic evolut corevalve was implanted within the trifecta. The patient was discharged on (B)(6) 2017 to palliative care at home due to the complexity of the medical condition as patient had intermittent bouts of atrial fibrillation and significant renal insufficiency. The patient course following the tavi involved the prescribing of cordarone for paroxysmal atrial fibrillation and implantation of a defibrillator on (B)(6) 2017. The patient's last admission in the hospital dates (B)(6) 2018 - (B)(6) 2017 for an increased cardiac insufficiency and a worsened pleural effusion in spite of higher doses of lasix. The patient¿s ef extremely low at 10% and there was rv dysfunction. The patient had acute renal insufficiency, hepato-cellular insufficiency with a factor v leading to the discontinuation of eliquis. The control echocardiography had shown a dilated lv, with a global hypokinesia, ejection fraction estimated at 26% with a signal of low mitral-aortic flow rate, and increased filling pressures, large mitral leak grade ii+, paht at 42 mm, an inferior vena cava dilated and little mobile, absence of pleural effusion. For comfort care and necessary monitoring, at home hospitalization is planned. (Clinical study patient ID: (B)(6)).